Manufacturer narrative:
A review of the device history record (DHR) for the packaging of the impacted lot and of the needles inspection and receiver records was conducted and no discrepancy related to the reported condition was identified. There were no samples or photographs returned for evaluation, so the condition reported could not be confirmed. Without samples for investigation, a root cause and corrective action cannot be identified at this time.

Event description:
Handle became disconnected from needle while biopsy was underway (i.e. Needle was still in the patient): doctor was performing a bone marrow biopsy on the patient. Biopsy needle had been inserted. Trap put into biopsy needle. When the doctor was pulling needle out of the patient the handle of the biopsy needle became unattached from the needle. Difficulty get purchase on the needle to pull out of patients bone. Artery forceps used with difficulty to extract the needle from the patients bone. Took approx 6-7 minutes to extract as opposed to 6-7 seconds. Patient was unaware of the problem. Not had a bone marrow biopsy before. This caused unnecessary and prolonged pain and discomfort for the patient.